Event description:
A customer reported that the solution inside of an infusor elastomeric device leaked into the housing. The exact location of the leak is unknown. This event occurred while the nurse was filling the device with an additional unknown solution after five treatment days. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 16, 2011 - june 18, 2011. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. The affected device was received with fluid inside the housing which indicated a leak has occurred. A functional leak test was subsequently performed. During fill, leakage was observed on the coiled tubing located inside the infusor housing. Subsequent examination revealed the cause of leakage was due to a small cut on the coiled tubing. The reported problem was confirmed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.